Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the right femoral artery. The 55% stenosed, eccentric, de novo target lesion was located in the renal artery. A 7.0mmx19mmx150cm express ascular sd stent was advanced. However, the stent came off the stent delivery system (sds) while in the guide catheter. The whole system was removed and the procedure was completed with another guide catheter and another of the same express sd stent. No patient complications were reported.